Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence. In a clinical evaluation, a cystoscopy was performed and urethral erosion was suspected. Therefore, a surgical procedure was performed, and no erosion was observed. The entire aus was removed and replaced with a new device. It was reported that the patient is expected to fully recover.